Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. This observation was observed shortly implant and after a suture sleeve was secured on the lead. The device remains in service. There were no adverse patient effects.